Event description:
It was reported that the left ventricular (lv) lead exhibited possible loss of capture on the current electrogram (egm) and the right ventricular (rv) lead exhibited high thresholds. The lv and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.